Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 424 mg/dl during the phone call. The customer also reported several error alerts with their sensor. The customer reported receiving a calibration error alert and bad sensor alert. The customer also reported their sensor glucose and blood glucose readings were inaccurate. Troubleshooting did not occur for the customer's blood glucose. The customer did not troubleshoot for the insulin pump. The customer declined to return the insulin pump for analysis.